Event description:
It was reported that the patient had been having trouble recharging since (B)(6) 2013 and had not been able to get more than two bars of coupling. The patient fell in (B)(6) 2012 and had not recharged since (B)(6) 2013. At the time of the report, the patient was in overdischarge and had telemetry issues. The patient had never been in overdischarge before. No telemetry was possible with the patient programmer, recharger, or clinician programmer. The antenna locate feature was tried and the reporter attempted to recharge normally but no call your doctor power on reset (por) was present. A flipped battery was also suspected. However, the patient did not think the battery had flipped in the pocket as it was parallel to his skin and was not deep in the pocket or tilted. About two and a half weeks later it was reported that the patient was recharging more than expected. The reporter saw the patient ¿two weeks ago¿ to do troubleshooting because of overdischarge. At that time the reporter got the stimulator back up and running. The patient called the reporter today to say that he could recharge up to 100% but it did not hold a charge for ¿any length of time.¿ the patient stated that he had charged up to 100% and the very next day it was depleted. The reporter mentioned that ¿two weeks ago¿ the impedances were all normal. The reporter did not know how long the patient was in overdischarge for and did not know if it was the patient¿s second overdischarge event. The reporter was going to meet with the patient again to check impedances after the patient did six cycles of recharging to see the extent of damage done. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient was receiving effective therapy.

Manufacturer narrative:
Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had a follow up with their doctor and on (B)(6) 2013 and it was decided that the patient would receive a battery change. It was noted that the patient was receiving effective therapy when the device was on, but the battery was not holding charge. It was later reported that the surgery date was scheduled for (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the battery was not holding a charge and the patient received "some" shocking. It was noted that fluid had gotten into the battery's connector block and the battery was replaced. There was a confirmed overdischarge. It was not known if any prior overdischarges had occurred. Stimulation or therapy issues included intermittent stimulation, overstimulation and a shocking or jolting sensation. Diagnostics included x-rays, impedance testing and reprogramming. The issue was resolved. Additional information was requested but was not available at the date of this report.